Event description:
It was reported that the physician was attempting to treat a calcified lesion in the rca exhibiting 90% stenosis during the surgery, the lesion was pre-dilated, but the stent could not be deployed in the lesion at 10 atm. The physician changed to another device to complete the surgery. No consequences or impact to the patient reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the 4th to 9th distal segments of the stent were raised and stretched. When the balloon was inflated to 15atm the stent expanded with no issues noted. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (90% stenosis, calcified lesion). Inherent risk of procedure (stent deformation). Deformation issue. Conclusion results: device failure related to patient condition (90% stenosis, calcified lesion). Known inherent risk of a procedure (stent deformation). (B)(4).